Event description:
It was reported to vyaire medical that bellavista1000 shutdown dialogue box is appearing on screen automatically. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer try to clean the power board but the issue persist. Vyaire checked the logs and found 3829 times "power button pressed and released entries between (B)(6)2022 and (B)(6)2022. Unit was shipped to trans-healthcare however, transhealthcare confirmed that unit was stock transfer to biotronics during covid period. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. Cross checked the unit with other known good power board and unit works fine. The root cause was determined due to defective power board electronics.